Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has rec'd add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info rec'd. Based on medical record review, a pt with a history of diabetes, slow wound healing with infection following recent surgeries underwent revision of scar with abdominoplasty for a chronic abdominal wound, and repair of ventral hernia with a bard kugel patch on (B)(6) 2006. On (B)(6) 2006, the pt underwent repair of incisional hernia with a non-bard mesh. On (B)(6) 2007, medical records note, a slow healing wound from a previous hernia repair. On (B)(6) 2007, the pt experienced abdominal pain, with some drainage from the incision site. On (B)(6) 2007, the pt underwent exploration of abdominal wall. Medical records note, there was no evidence of hernia defect. On (B)(6) 2007, the pt underwent, excision of bard kugel patch and reconstruction of abdominal wall with a non-bard graft. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The medical records indicate that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section in the IFU states, if an infection develops, treat the infection aggressively. The info provided indicates that the pt was treated for adhesions and recurrence both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for eval. No conclusion can be drawn at this time.

Event description:
Based on medical records provided by the pt's attorney: on (B)(6) 2006-a pt with a chronic abdominal wound with keloid underwent revision of scar with abdominoplasty and ventral hernia repair with a bard kugel patch. On (B)(6) 2006-pt underwent incisional hernia repair with a non-bard mesh. On (B)(6) 2007-office visit, medical records note slow healing wound from previous hernia repair present, no signs of infection or mass. On (B)(6) 2007-ER visit, medical records note abdominal pain, non-healing wound, some drainage from site, no foul odor, no tissue necrosis, no erythema, or tenderness to abdominal wall. On (B)(6) 2007-pt underwent exploration of abdominal wall, for possible incarcerated incisional hernia with partial small bowel obstruction. Medical records note, an old sinus tract was opened which extended to an "old" mesh. There was no evidence of hernia defect and no demonstrated small bowel above the facial level. On (B)(6) 2007- reduction of bowel obstruction and lysis of adhesions were performed. A fistula tract was excised. Pt underwent excision of bard kugel patch and reconstruction of abdominal wall with a non-bard graft. On (B)(6) 2007-hospitalized for abdominal wound care and wound vac treatment discharged on (B)(6) 2007.